Manufacturer narrative:
The customer reported that the event occurred in the year 2017. Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarms which were not reproduced. System error 322 alarms were verified through a review of the event history log and found to be caused by a software anomaly. The software was upgraded to correct this issue per the approved remedial action activities. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.